Manufacturer narrative:
Expiration date: n/a. Additional suspect medical device components involved in the event. Model:csk-tc15 lot: l892 description: csk tc electrode, 15 cm total quantity: two - both lot l892

Event description:
A report was received that the electrodes were broken at the hub.

Manufacturer narrative:
Csk-tc15 lot l892 ¿ quantity three: the shafts of all three electrodes were found to be completely separated from the hubs due to excessive external mechanical force. The shafts were not returned for analysis. The functional test could not be performed due to the separated shafts. Additional suspect medical device components involved in the event: model: csk-tc10 description: csk tc electrode, 10cm lot m032 - quantity eight lot k397 ¿ quantity one lot l466 ¿ quantity one lot m406 ¿ quantity one the shafts of these eleven electrodes were found to be completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analysis. The functional test could not be performed due to the separated shafts.

Event description:
A report was received that the electrodes were broken at the hub.